Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was stated that the patient went into an overdischarge state because they had a seizure, was in the hospital, and they didn't manage it very well. It was stated that it had been a little bit irritated at the device implant site since they had the grand mal seizure

Event description:
Additional information from the health care provider stated the cause of the event was not known. There were no abnormal impedance measurements reported and it was stated that the event was not due to the implantable neurostimulator (ins). It was unknown if the patient required hospitalization. The patient outcome was reported at no injury.

Event description:
It was reported that the patient had a grand mal seizure. The physician and manufacturer representative checked the device and there were no indications of damage to the device. The skin above the device was very tender and painful. It was noted that the patient's family checked it and it was not infected or swollen. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient was scheduled for explant of the entire system on (B)(6), 2013. It was noted that the explant was non-device related and the patient had many other health issues. It was reported that the patient recovered without sequela.